Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative found that the footswitch was damaged due to customer misuse. The company service representative temporarily replaced the footswitch. The customer will buy a new footswitch. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported issues with the laser not firing. The system was exchanged to complete the procedure. There was no patient harm.